Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "550:320:654:0000 speaker voltage" was confirmed and reproduced during product evaluation. The root cause of the reported condition was assigned to a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced in order to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with failure code 550:320:654:0000. This condition was found during programming/setup of the device in the medical surgery care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.